Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) has experienced some unspecified issues with the device that led to a pump replacement procedure. No additional information was provided.

Manufacturer narrative:
Event date: approximated as per initial reporter information.